Event description:
The customer reported that the device continued to run after activation during set up. As this event occurred during set up at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results

Event description:
The customer reported that the device continued to run after activation during set up. As this event occurred during set up at the user facility, there was no patient involvement and no delay to a surgical procedure.